Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: unknown.

Event description:
It was reported that a consumer noticed that the orange safety shield of an unspecified bd autoshield duo insulin pen needle did not "pop out" (cover the needle) like it normally does post use. There was no report of injury or medical intervention.